Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue - other has been completed. The issue was most likely caused by (B)(4) as the failure persisted over three purge cassettes and two pumps and was resolved by switching to a new console. However, the failure mode's root cause could not be determined since it was not reproduced.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an implanted impella cp pump triggered a purge system blocked alarm during patient support. The purge cassette was replaced in an attempt to troubleshoot the failure but the issue remained. The site opted not to initiate a tissue plasminogen activator protocol and instead moved to replace the device. The pump was removed and a new impella cp device was placed for ongoing support. There was no patient harm. The automated impella controller was returned for evaluation.